Event description:
The customer received blood glucose tests of 136 and 252 on the contour. She retested on a contour next one and the reading was lower by 50mg/dl. The specific reading was not provided, but if it was 50mg/dl lower than the 136mg/dl reading on the contour, the difference between the readings would fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The strips were not expected to be returned for investigation. Replacement test strips and meter were sent to the customer.